Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h7, h11. Distribution history: this complaint unit was manufactured at csi on 10/30/2023 and shipped on 04/17/2024. Manufacturing record review: DHR's were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: there is no record of service for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Majority of complaints were not confirmed. The remaining complaints are similar to this one. Product receipt: the complaint unit was returned 9/11/2025. Visual evaluation: visual examination of the generator revealed no physical damage. Functional evaluation: the generator was functionally evaluated and found the rf leakage test for coag failed outside the allowable range. Root cause: the set value for rf leakage in coag, when manufactured, had changed so that the unit did not fail within the allowable range. Units are set to trigger the rf leakage alarm for coag mode between 5 to 14 watts. This unit did not trigger the rf leakage in this range. The unit was evaluated, adjusted r77 and returned to the customer. As there are records of units with rf leakage that are not confirmed and others that were confirmed to require an adjustment to r77 like this unit, it was determined more information is needed to assess the impact of change to the ma. This information is missing on the unit to gauge the impact. The leakage is not to exceed 120 ma. Over the past 2 years approximately 6 units were adjusted r77 and 4 boards were replaced with no other record of continual returns for the same problem description on the same serial numbered units. All indications reveal limited occurrences for what has been observed as a transitory issue resolved with adjustments and board replacements. As this unit was adjusted, returned and a follow up activity is in place to gather more information no other immediate action is required at this time. Coopersurgical will continue to monitor this complaint condition for trends. Note: a previous investigation has confirmed the design was reviewed and determined that it is not contributing to rf leakage. It is designed with a safety feature to cut power in any mode when rf leakage is detected. In the investigation rf leakage could be duplicated by improper set up including crossed wires or wires touching the ground. This complaint is specifically noting there is a change in the setting but lacks detail on the impact to the allowable ma.

Event description:
No additional information.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device stopped working during a procedure on (B)(6) 2025. Unit displayed rf leakage error. No harm to patient reported. Device to be returned for repair. No additional information. (B)(4).